Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files was unable to be uploaded despite multiple attempts. The system controller was exchanged based on the abbott engineers' recommendations, which resolved the issues. There were no log files submitted due to the inability to save the data. It was additionally revealed through the product investigation that a driveline disconnect alarm occurred prior to the system controller exchange. The site was not aware of any additional driveline disconnect alarms other than with the controller exchange on (B)(6) 2023. The last interrogation at office visit on (B)(6) 2023 did not reveal any driveline disconnect alarms and the patient did not report any other instance of a driveline disconnect alarm to the site. Related manufacturer reference number: 2916596-2024-00033 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop that appeared consistent with a physical disconnection of the driveline. A specific cause for the driveline disconnection could not be conclusively determined through this evaluation. The controller event log file captured a driveline disconnect alarm and subsequent pump stop on 21dec2023. The observed events appeared consistent with a physical disconnection of the driveline. The driveline was reconnected and the pump resumed normal operation at the fixed speed without issue until another driveline disconnect event occurred that was consistent with the reported controller exchange. No other notable events or alarms were captured. A cause for the driveline initial disconnection was not provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.